Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a hi-torque (ht) versacore guide wire was selected for the procedure. During retraction of the versacore guide wire from the anatomy the guide wire became stuck in the non-abbott guiding catheter. Once removed from the guiding catheter, the coils of the versacore guide wire were observed to be stretched. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported stretched coils were confirmed although the reported difficult to remove was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.